Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the reported mechanical jam (lock line - inability) associated with the lock line being stuck when pulled appears to be due to a knot. The cause of the reported material deformation (lock line) associated with the suspected lock line knot could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a lock line knot. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr). During a mitraclip procedure, the deployment sequence was started with an xtw. The lock line was inspected and no knots were observed. When the lock line was pulled from one end, it became stuck. There was a knot at one end, which was pulled into the system. The knot was approximately 10cm from the end of the lock line. Deployment proceeded, and the clip was implanted. The clip delivery system (cds) was then removed from the steerable guide catheter (sgc), and the lock line was removed from the sgc. The mr was reduced to grade 1. There were no reported adverse patient effects or clinically significant delay. No additional information was provided.